Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range with moderate ketones and a bolus was delivered with the pump to address the bg level. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be performed.